Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during use in a meniscus repair surgery, after the t1 of the fast-fix was implanted, the t2 was deployed simultaneously. The procedure was finished with a smith and nephew back up device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation was performed. The suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was performed. The actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event, per the IFU, "do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely". No containment or corrective actions are recommended at this time.